Event description:
The hospital reported that a day after the circumcision procedure, the skin rolled down the shaft of the penis and the surgeon had to suture the area. Tri-state's sales representative discussed the circlamp procedure with the physician including the need for the clamp to stay on for five minutes in order to achieve hemostasis. The customer was unable to confirm the lot number related to the adverse event. Lot# 2008091501 and lot# 2008112401 were the current lot numbers available in their inventory.